Manufacturer narrative:
Product analysis : it was further reported at analysis that stylus on screen shown a trailing arrow when you moved the stylus across the screen. Stylus and on screen cursor had a deviation due to loose stylus tip and bent stylus. However unable to confirm the autonomous cursor movement. All found defective parts were replaced and all other identified issues were resolved. The programmer passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated autonomous cursor movement as the cursor moves on its own after the most recent software update. It was noted that the display hinges were broken as the screen was unable to stay in place. It was further noted that the cable cover in the back was broken. There was no patient involvement.

Manufacturer narrative:
Correction: h6 : eval code result (fdr/annex c) eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer demonstrated autonomous cursor movement as the cursor moves on its own after the most recent software update as intermittent autonomous pointer movement observed on the touch screen. Analysis was able to confirm the customer comment that the display hinges were broken as the screen was unable to stay in place due the upper hinges l+r were broken. Analysis was able to confirm the customer comment that the cable cover in the back was broken due to broken cord bay latches. It was noted that the touch screen glass was broken. It was further noted that the lower bullets l+r were missing and the upper bullet r was missing. The keyboard hinge r was broken and the keyboard hinge l was cracked. The stylus tip was loose and was bent. The medtronic logo button was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.